Manufacturer narrative:
(B)(4). No product yet returned.

Event description:
Consumer complaint of about high blood results. Caller usually gets results 103-110mg/dl 2 hours after meals. Customer concerned about two results obtained, 221 mg/dl and 221 mg/dl fasting. Based on parkes error grid analysis, the bias between the highest result in memory (221) and the normal result (103) is located in zones b/c. No adverse event reported.